Event description:
It was reported via repair work order that the fowler would drift due to a worn motor. It was also reported via that the lockouts on the footboard would not disengage due to cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.